Event description:
The female patient was referred from a hospital for closure of her asd defect. The intervention at the prague hospital was performed in 2005. The asd defect was closed in the standard procedure without complication. Patient was sent home the next day after the control tee. In 2006, the patient undrwent surgery due to acute hemopericardium and removal of the device. The patient is reported to be doing fine,